Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would not boot up. The battery was replaced and the receiver was able to turn on. The data log was reviewed and firmware errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection and found a damaged battery component. The reported event of initializing screen without manual restart was confirmed during log review. The root cause was determined to be a damaged battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.